Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the saw blade. During therapy, the blade broke off. The procedure was a vertical osteotomy. It was being used on low speed and for soft bone. The broken piece was visible and removed. The adverse event is filed under aag reference (B)(4).